Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8186887; medical device expiration date: 2023-07-31; device manufacture date: 2018-08-29; medical device lot #: unknown; medical device expiration date: 2023-07-31; device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g was unable to dispense insulin/medication during injection.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g was unable to dispense insulin/medication during injection.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.